Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer was requested but declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Per customer, there was one patient sample that had a high troponin result, but the ckmb result was within normal limits. The troponin result was questioned because of the ckmb result and was re-run, which gave a negative result. The customer indicated another occurence of an initial high troponin sample on another patient sample (the exact date was not provided). The negative results or the repeat results were the results that were reported outside of the laboratory each time. All samples are collected in lithium heparin tubes with gel separator. Centrifugation information was not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per customer, there were no qc issues during the time that the erroneous results may have occurred and the instrument is currently operating within qc specifications. No additional information was provided for this event.